Event description:
It was reported that revision surgery was scheduled to be performed. Symptoms including a clicking and popping sensation and pain at the hip and surrounding area began 4 weeks after implantation.